Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The target lesion was located in the right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 8.8% 3.50 x 16 mm drug eluting stent, but was unable to cross the lesion. The physician encountered resistance when he attempted to remove the stent. The physician was able to remove the delivery system, however the rca then "went closed." The pt had good collaterals as no further intervention was done. No pt injuries or complications were reported. The pt's status is reported as good.